Manufacturer narrative:
A photo was provided showing the set. No damages or anomalies noted. No samples were returned for investigation. The reported complaint of leakage could not be confirmed on the (B)(4) primary plum set. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. Additional attempts were made for sister samples and none were available for investigation. The DHR for lot 11352737 was reviewed and no non conformities were found that would have led to the reported complaint. Additional information can be found in h6.

Manufacturer narrative:
Investigation is pending.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The customer reported that during infusion, due to a leakage from the filter hole, an unspecified intended drug could not be injected into the patient. This caused patient discomfort and an inability to control their condition, requiring an extended hospital stay for the patient. There was patient involvement and no human harm.